Event description:
Three month post op x-rays revealed a trestle plate and screws were no longer properly anchored within the patients cervical vertebrae. Shifting of the patients spine posterior pushed the plate up and slightly lifted the two screws out of the c4 vertebral body. All the screws remain properly entrapped beneath the plates locking mechanism. The trestle plating system was originally implanted on (B)(6) 2013.

Manufacturer narrative:
No evaluation possible at this time. The trestle plating system has not been removed from the patient. There is currently no revision surgery date scheduled. The identifying lot numbers have not been provided. X-rays taken at the time of initial surgery indicates the cortical ring utilized may have been undersized and allowed the spine to settle posterior. A follow-up report will be submitted up the receipt of additional information. The trestle anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. Device implants include a range of plate sizes and bone screws to provide the versatility required for the specific indications noted. Fixation is achieved by means of a rigid plate that is surgically attached to the spine with bone screws. (B)(4). All device components are intended for fixation/attachment to the anterior cervical spine only. It is intended that the implants be removed after successful fusion.